Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6)2018 and discovered that ring #1 had white plastic like material underneath it on the proximal side. This returned condition had not been previously reported and has been assessed as a reportable issue. The awareness date for this finding is (B)(6)2018. Populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that there was no temperature reading on the smartablate generator. The catheter cable was replaced and the issue remained. The catheter and the st. Jude medical fast-cath¿ guiding introducers ramp¿ series, 8.5 fr were pulled out of the patient. The catheter was pulled back into the sheath and resistance was felt upon re-advancing the catheter in the sheath. Thrombus was noted on the tip of the catheter. A new catheter and new st. Jude ramp sheath resolved the issue. No patient consequence was reported. Additional information clarified that the system did not present any error messages. However, the smartablate generator indicated no temperature reading (¿- -¿). At initial connection, there was a temperature value on ablation, and at some point it went to ¿- -¿. Difficulty was noticed in attempting to pull the catheter back into sheath. Only once the catheter/sheath system were removed from the patient, they were able to pull the catheter out of sheath and replace both catheter and sheath. There were no issues related to flow on the catheter. There was no radio frequency performed. Patient was not administered anticoagulant. All irrigation was heparinized. The clot formed in the sheath and was not due to the generator or the pump. The patient did not exhibit any neurological symptoms since the procedure was completed. The device was inspected and no residues were observed on the tip. White plastic was observed underneath the ring. Then, an electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of specification. A failure analysis was performed and it was found that there was an electrical intermittence on the tip area creating the temperature issue. Then, the catheter outer diameter was measured and it was found within specification. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the white particle was primarily composed of a polyethylene -based material with barium sulfate -based material. This composite material is widely used as radio pacifier along medical device industries. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the temperature issue was confirmed. The thrombus reported was not confirmed. The root cause of the white plastic underneath the ring cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation with the sheath. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30097565l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Originally, it was reported that there was no temperature reading on the smartablate generator. The catheter cable was replaced and the issue remained. The catheter and the st. Jude medical fast-cath¿ guiding introducers ramp¿ series, 8.5 fr were pulled out of the patient. The catheter was pulled back into the sheath and resistance was felt upon re-advancing the catheter in the sheath. Thrombus was noted on the tip of the catheter. A new catheter and new st. Jude ramp sheath resolved the issue. No patient consequence was reported. Additional information clarified that the system did not present any error messages. However, the smartablate generator indicated no temperature reading (¿- -¿). At initial connection, there was a temperature value on ablation, and at some point it went to ¿- -¿. Difficulty was noticed in attempting to pull the catheter back into sheath. Only once the catheter/sheath system were removed from the patient, they were able to pull the catheter out of sheath and replace both catheter and sheath. There were no issues related to flow on the catheter. There was no radio frequency performed. Patient was not administered anticoagulant. All irrigation was heparinized. The clot formed in the sheath and was not due to the generator or the pump. The patient did not exhibit any neurological symptoms since the procedure was completed. The temperature issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The issue described as a thrombus/clot was assessed as a reportable issue.